Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid was not opening. A technical support specialist restarted the application and instructed the customer to try again. On the second attempt, the cubie lid opened successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the cubie lid did not open when the medication was issued. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.